Event description:
Pfs and medical records received. After review of the medical records there is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- litigation papers allege that patient has been experiencing severe pain, discomfort, and inflammation in the thigh and groin due to large amounts of metal ions and particles being released into patient's blood. Patient also experiences a popping and snapping sensation in the hip joint when walking or moving to and from a sitting position. Additionally, patient experienced loss of mobility. Due to patient's chronic pain, discomfort, and other symptoms, patient will likely undergo revision surgery to replace the implant. Update: 12/19/12 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Update rec¿d 11/20/2012¿ pfs and medical records received. After review of the medical records there is no new additional information that would affect the existing MDR decision. The complaint was updated on: 05/19/2014. Doi: (B)(6) 2007 - dor: none reported (left hip). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Update: 12/19/2012, pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation papers allege that patient has been experiencing severe pain, discomfort, and inflammation in the thigh and groin due to large amounts of metal ions and particles being released into patient's blood. Patient also experiences a popping and snapping sensation in the hip joint when walking or moving to and from a sitting position. Additionally, patient experienced loss of mobility. Due to patient's chronic pain, discomfort, and other symptoms, patient will likely undergo revision surgery to replace the implant.

Manufacturer narrative:
(B)(4) - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.the investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Ppf has no new allegation. Added stem on ip due to alleged elevated metal ions, lawyer and facility name. Doi: (B)(6) 2007 - dor: none reported (left hip).